Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2011-02001 and 1627487-2011-02002. The pt rec'd her scs system, including two percutaneous leads and two anchors (of the same lot), on (B)(6) 2010. It was reported the pt presented indicating she could not increase the scs stimulation. A diagnostic test of the leads found high impedances on both. An x-ray revealed the right lead had a partial fracture and the left lead had a complete fracture. Both leads were fractured at the end of the anchors at the point where they enter the epidural space. The scs system was reprogrammed using the remaining (4) valid contacts. The physician has decided to leave the leads implanted at this time, as the current programming was able to capture the pt's pain.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.